Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the air/water nozzles missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the light guide cable buckled, the lg cable connector housing leaky, the eog valve loosened, and the u/d & r/l pulley wire worn out ; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail to emea as gfe, as the location of the missing air/water nozzles is unknown, the MDR was assessed to be submitted based on the results of the technical report and risk analysis.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.